Event description:
Complainant alleged that while treating a pt, the device discharged appropriately four times. However, on the fifth attempt to delivery energy to the pt, the device made a loud "bang" sound and displayed a "defib fault 78" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.